Event description:
Litigation papers allege:on (B)(6), 2007, patient was implanted with a depuy asr hip implant in her right hip. She experienced injuries, pain, and suffering. She will have to undergo revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint, litigation papers allege: on (B)(6) 2007, patient was implanted with a depuy asr hip implant in her right hip. She experienced injuries, pain, and suffering. She will have to undergo revision surgery. Doi: (B)(6) 2007 - dor: unk (right side). **patient is a resident of (B)(6). **update*** 05/21/2012 of plaintiff's preliminary disclosure form was received which identified part/lot information. Dob added. There was no new information that would change the outcome of the investigation. Product hip to cup, added head. **update** 10 nov 2014 - der rcvd. Added dor, stem and sleeve details, sales rep and surgeon information and osteolysis as a reason for revision.